Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that maxguard tri-fuse extension sets were leaking while attached to a patient. Prior to attaching the sets to the patient, they were primed in good light to make sure there was no leaking. There were lactated ringers, magnesium sulfate, and pitocin in the sets at the time of the leaks. The leaking occurred where the three ports come together, and there was no patient harm.